Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication from pump to mobile. The customer reported no adverse event. The event involved product(s) mmt-6102. Troubleshooting was performed.customer reports being unable to pair mobile with pump. Pump and appwould not pair after troubleshooting. Escalated item to medtronic it. No harm requiring medical intervention was reported. It¿s unknown whether the customer will continue using the application. No product return is required for mmt-6102.

Manufacturer narrative:
"An attempt to reproduce the reported event using the minimed mobile app (software version 2.5.0) installed on iphone 15 pro (ios 17.5) with mmt-1884 780g pump (software ver. 6.21u) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (B)(4), version e. After conducting a thorough investigation, we have identified several disconnection from the os. Even though the os didnât specify the reason of the disconnection, we believe it might be due to missing bonding keys which typically cause the connection to fail multiple times. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively:â 1. Settings > general > iphone storage > minimed mobile > delete app. By performing this step the customer will remove all the cached information related to the app. 2. Remove the pump from the ios bluetooth settings. 3. Restart the phone. 4. Install the minimed mobile appâ . 5. Wait 10 minutes. 6. Open the app andâ attempt pairing again. 7. If issue is not resolved, wait 15 minutes and try all steps again. Afc code: (B)(4) other device setting issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.